Event description:
Allegedly per surgeon, ion levels from a patient with atypical hip pain following chrome cobalt modular neck thr are increased. I will obtain mars MRI .

Manufacturer narrative:
(B)(4). The investigation has been reopened.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although attempts have been made, to date, no further details have been received. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00603.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.